Event description:
It was reported that, two shocks were delivered by this subcutaneous implantable cardioverter defibrillator (s-ICD). With the first shock the rhythm slowed down, then three complexes after the rhythm accelerated and the arrhythmia started again as before. The technical services (ts) confirmed that the shock worked as expected, however the arrhythmia had re-established. After the second shock, the rhythm was not terminated. The physician believes this was a true ventricular tachycardia (vt) and that the therapy was inefficient. This s-ICD remains in service. No adverse patient effects were reported.